Event description:
It was reported that this inflatable penile prosthesis was unable to inflate. The device was removed and replaced. It was identified that the cylinder had fluid loss. No patient complications were reported.